Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the instrument to have a blade broken. The blade broke at roughly 0.471¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. A review of logs did not find any engagement or recognition failures. The instrument was placed on the system multiple times and passed with no issues. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device (distal end) that could potentially enter the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument was not recognized and displayed a ¿tightening assembly¿ message. The customer initially reported that a fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional and clarifying information: the instrument and accessory were inspected prior to use with no damage observed. The customer used the instrument for less than 10 minutes and confirmed that the tip of the instrument was broken while cleaning. It was noted that no fragment fell into the patient as was initially reported. It was unknown what caused the instrument to break. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and does not plan to conduct testing on the patient. There was no collision event. The instrument was not removed during the procedure. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. A backup instrument of the same kind was used to continue the procedure. The patient had no injury or harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.